Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 01h1300296 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related event.

Event description:
It was reported that the lock falls off. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unopened representative sample of 544240 hemolok l clips 6/cart 84/box for investigation. In addition to the representative sample, one loose clip was returned closed. The returned sample and clip were visually examined with and without magnification. Visual examination of the returned samples revealed that the clips appear typical. No defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned representative sample. A lab inventory clip applier was used. The first clip was able to properly load into the jaws of the applier and close. The next four clips were successfully applied to true-max tubing. No functional issues were found with the returned clips. The IFU for this product, l06112, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to other remarks: ensure proper functionality." A corrective action is not required at this time as there were no issues observed with the clip that was returned loose and closed. No functional issues were found with the representative sample that were returned. The reported complaint of "clips not locking" could not be confirmed based on the returned samples. One representative sample was returned along with one loose clip that was returned closed. Upon functional inspection, no problems were found as clips could be loaded into the jaws of a lab inventory applier and close with no issues. Four of the clips were successfully attached to true-max tubing. No functional issues were found with the returned clips.

Event description:
It was reported that the lock falls off. There was no patient injury.